Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified an arc mark on the device case. The device was able to be interrogated and a memory download was performed successfully. Review of stored device memory confirmed the power supply and template lost messages. Laboratory analysis determined the arc mark on the device case was consistent with a shock that was shorted to the device case and resulted in observed messages.

Event description:
It was reported that this patient's device had displayed a red screen with template lost (tl) and power supply (ps) codes. The battery status of the device is currently at 32%. Technical services had discussed that these codes may have been a result of device damage during a shock where the electrode body was too close to the device. The device was subsequently explanted and replaced. The patient's electrode still remains in service. No additional adverse events were reported.

Event description:
It was reported that this patient's device had displayed a red screen with template lost (tl) and power supply (ps) codes. The battery status of the device is currently at 32%. Technical services had discussed that these codes may have been a result of device damage during a shock where the electrode body was too close to the device. The device was subsequently explanted and replaced. The patient's electrode still remains in service. No additional adverse events were reported.